Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the analyzer's measurement of the r waves was different between what was displayed and what was printed. It was also different between what was displayed and what was measured by the device to be implanted. The status of the analyzer is unknown. No patient complications have been reported as a result of this event.